Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, the customer is using apidra insulin. Customer had elevated blood glucose (bg) levels reaching 498 mg/dl. Customer administered manual injections to address elevated bg levels. Tandem technical support educated the customer on using off-label insulin with the tandem pump.